Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was unable to charge the ins for about 3 months, the patient was not feeling stimulation and there was a loss of therapy. The caller did not know what screen was coming up and was only told that the patient couldn't charge. The caller stated they contacted the healthcare professional's office and was then instructed to contact a manufacturer representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.